Event description:
Pt's mother reported that the pt allegedly began gaining weight and an upper gastrointestinal diagnostic test indicated an alleged port leak with a lap-band port. Upon removal and replacement of the port, the surgeon noted that the port was "cracked." During further f/u with the health professional it was noted that the serial number is not known at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has been returned; however, the product analysis has not been initiated at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band sys explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of dec 2000, clinical study, 299 pts total)."